Manufacturer narrative:
UDI unknown. Initial reporter also sent report to FDA is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The product sample labels were undamaged. The entire device was worn. There event history log (ehl) showed errors, "high pressure" and "sensor mismatch" alarm messages. Ehl shows "no disposable" messages (nda related messages). No problems were found with the programmed delivery on the ehl or duplicate the reported event. Performed functional check. Visually inspected the pump. Battery loss alarm test was executed: pump ran 2min 30sec, pump alarmed 2min 30sec, stopwatch #: pm-1146 test: passed. Non disposable alarm (nda) test run as executed and passed. The cause of the reported issue was not confirmed. The root cause was undetermined. No further action will be taken.

Event description:
It was reported an alarm with no error message after connecting the cassette to pump. Issue observed with two pumps. Issue resolved after changing cassette. No patient injury was observed.